Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent rf delivery occurred. A maestro 3000 cardiac ablation system -controller was selected for use. However, it was noted that the device turns on and start ablating automatically without assistance from anyone. No patient complications reported.